Event description:
A doctor alleged that five patients experienced the debonding of crowns within a week after placement with optibond solo plus and nx3. This is the fifth of five reports.

Manufacturer narrative:
The doctor replaced the failed crown with an all porcelain crown using optibond solo plus and a different cement. To date, the patient is doing fine. The products used in these incidents were not returned and no lot number was provided; therefore, no evaluations can be conducted.